Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported while an asymptomatic patient was exercising in an outpatient cardiac rehabilitation facility, multiple episodes of inhibition of pacing that resulted in a functional heart rate well below the programmed base rate were recorded on patient¿s ambulatory ECG monitor. Patient¿s device was interrogated in clinic while isometric exercises were performed, and no detection of lead noise or inhibition of pacing was observed. Patient was then observed exercising on a recumbent bike and performing multiple stretching exercises, and inhibition of pacing was noted. Session records were reviewed, and it was determined that the observed noise was skeletal muscle myopotential. The recommended programming changes were made, and no inhibition of pacing was observed while patient performed exercises. Patient was discharged and did not experience any adverse consequences due to the event.